Manufacturer narrative:
The complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Lung placement is a known risk of any nasogastric tube placement procedure. Per communication with the customer, tubes were not being used with a cortrak device but were being placed blindly. No defects were reported with the cortrak system or disposables. All information reasonably known as of 11-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A medwatch report was received on via medwatch # mw5068628. The report stated,"nurse was following orders to place oro-gastric feeding tube. After placement of tube, the placement was being confirmed with x-ray which showed feeding tube not in stomach, ft was withdrawn and re-attempted. Approximately 30 minutes later it was clinically apparent that the patient had a pneumothorax requiring placement of chest tube." Additional information received stated that adequate training was not provided and the issue could be due to user error. Additional information received on 04-may-2017 from the hospital's risk management representative stated that an x-ray confirmed the tube was not in the stomach. The nasogastric (ng) tube was replaced and confirmed in to be in the stomach. Upon follow-up, the patient developed pneumothorax. It was noted that the hospital was not using the ng tubes properly. The ng tube was used without the use of the cortrak device/tracking. The device was used by nurse that did not have appropriate training.